Manufacturer narrative:
A1: patient identifier: (B)(6). B6: relevant tests/laboratory data: new information. H6: patient codes: new code added.

Event description:
Respond edge study. It was reported that 3rd degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 600 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as indicated in the instructions for use(IFU) followed by subsequent deployment of a 27 mm lotus edge valve into proper anatomical location. Two days post index procedure, the patient was discharged to another hospital on aspirin and clopidogrel. Post procedure event summary: on the same day post index procedure, the patient developed 3rd degree av-block. X ray and echocardiogram were performed as diagnostic tests. One day post index procedure, a new permanent pacemaker was implanted successfully and the event was considered recovered. Two days post index procedure, the subject was discharged to another hospital on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6). It was reported that 3rd degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 600 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as indicated in the instructions for use(IFU) followed by subsequent deployment of a 27 mm lotus edge valve into proper anatomical location. Two days post index procedure, the patient was discharged to another hospital on aspirin and clopidogrel. Post procedure event summary: on the same day post index procedure, the patient developed 3rd degree av-block. X ray and echocardiogram were performed as diagnostic tests. One day post index procedure, a new permanent pacemaker was implanted successfully and the event was considered recovered. Two days post index procedure, the subject was discharged to another hospital on aspirin and clopidogrel.